Manufacturer narrative:
It was reported that the syringe could not be secured properly to the manifold. This was discovered pre-operatively. Using a different product, the procedure was completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe could not be secured properly to the manifold. This was discovered pre-operatively. Using a different product, the procedure was completed.

Manufacturer narrative:
Update to d9: is this device available for evaluation? Update to e1: name and address, update to h3: device evaluated by manufacturer? Update to h6: type of investigation (b), update to h6: investigation findings (c), update to h6: investigation findings (d).